Manufacturer narrative:
G5: ni (inadvertently reported as 103530). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external dialysate leakage was observed between the header and the housing before completing treatment with a polyflux 140h. There was patient involvement and no patient injury or medical intervention reported. No additional information is available.